Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. Additionally, healthcare professional reported via imaging reports "trace probable reactive peri implant fluid", "mild bulges", "nonspecific bulges/undulations of implant. There is small amount of simple appearing fluid seen surrounding the implant¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one curved opening, wear abrasion and fold creases. A weight test of the device was verified, and the device overweight. A microscopic analysis was performed which identified, two openings striated. Based on the device analysis, the final assessment is: two openings striated in the side anterior assessed, as surgical damage.

Event description:
Device has been explanted and replaced.